Event description:
It was reported that the insulated part of the wand broke. Resulted in an injury of the corners of mouth of the child patient.

Manufacturer narrative:
The device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear and scratch/scuff marks on the return electrode and spacer. There are no manufacturing abnormalities visually observed with the returned wand. The returned device shows no manufacturing anomalies or mechanical damages. No damages on each insulated part could be visually observed. The saline line was returned cut. The cut saline connector/tube was not returned for evaluation. During functional evaluation in the lab the returned wand was activated in saline solution using a known good coblator ii controller. The eic device was activated in saline solution on ablate- and coag mode and creates plasma on the electrodes as intended. The suction- and the cut saline line was tested by a syringe and performed as intended.